Event description:
Complainant alleged that durnig biomed testing and routine preventative maintenance of the device, the unit momentarily shut off. The complainant indicated that there was no patient involvement in the reported malfunction.